Event description:
It was reported that the patient had surgery on (B)(6) 2013. After two days of the surgery, patient started getting water blisters in and around the stitching area. Surgeon advised patient to wait a couple of days because it was too soon to remove the stitches. Two more days went by and a rash started spreading around the patient's back and under the armpit. Patient was advised to go to the emergency room. On (B)(6) 2013, patient went to the emergency room due to blisters and rash. The ER physician thought the rash and blisters were being caused by the stitches so he removed the stitches. He prescribed a cream to be applied and some steroids for the itching. The day after, patient woke up and realized his groin area was swollen. On (B)(6) 2013, patient returned to the ER for the second time due to blisters getting bigger and rash spreading around the body. The ER physician diagnosed the blisters being a fungus and prescribed a powder to be applied to the body. Unfortunately, the rash and blisters continued and patient contacts the original surgeon who performed the surgery. The surgeon referred patient to a dermatologist. The dermatologist confirmed that is not a fungus and ran lab work. At the same time, dermatologist noticed a purple discoloration from the rash. The blood work results came back as patient had high blood cells due to some kind of allergic reaction. Dermatologist advised patient to go back to his original surgeon. Patient contacted surgeon because the rash and blisters continued. Surgeon advised patient to go see an allergist and mentioned that he has never seen anything like it before. Case: right rotator cuff repair open bicep tenodesis.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. This follow-up is due to patient information from allergy testing. Allergy patch test results (prostheses series) determined that the patient showed a positive allergic test to the swivelock tenodesis bio-composite implant (ar-1662bc-8). No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient had surgery on (B)(6) 2013. Two days after the surgery, patient started getting water blisters in and around the stitching area. Surgeon advised patient to wait a couple of days because it was too soon to remove the stitches. Two more days went by and a rash started spreading around the patient's back and under the armpit. Patient was advised to go to the emergency room. On (B)(6) 2013, patient went to the emergency room due to blisters and rash. The ER physician thought the rash and blisters were being caused by the stitches so he removed the stitches. He prescribed a cream to be applied and some steroids for the itching. The day after, patient woke up and realized his groin area was swollen. On (B)(6) 2013, patient returned to the ER for the second time due to blisters getting bigger and rash spreading around the body. The ER physician diagnosed the blisters being a fungus and prescribed a powder to be applied to the body. Unfortunately, the rash and blisters continued and patient then contacted the original surgeon who performed the surgery. The surgeon referred patient to a dermatologist. The dermatologist confirmed that is not a fungus and ran lab work. At the same time, dermatologist noticed a purple discoloration from the rash. The blood work results came back and patient had high blood cells due to some kind of allergic reaction. Dermatologist advised patient to go back to his original surgeon. Patient contacted surgeon because the rash and blisters continued. Surgeon advised patient to go see an allergist and mentioned that he has never seen anything like it before. Case: right rotator cuff repair open bicep tenodesis. Follow-up information: patient had a second surgery on (B)(6) 2013 to remove all implanted devices from the first surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.